Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer verified the analyzer, primed, and verified the mixing bowl, vacuum, and reagent tubing. The field service engineer performed ise check and precision test that passed. The customer replaced the reference electrode, then qc matched. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen. 2 sodium results from the cobas 8000 cobas ise module. Sample 1 initial result was 117 mmol/l and the repeat result was 124 mmol/l. Sample 2 initial result was 131 mmol/l and the repeat result was 139 mmol/l. The initial results were reported outside of the laboratory and were questioned by the physician. The repeat results were performed on another analyzer and were believed to be correct. The electrode lot number and expiration date were requested but were not provided.